Event description:
It was reported that five days post implant procedure, the right atrial (ra) lead had dislodged. During the revision procedure, the ra lead was placed in the right atrial appendage three times and although it was successfully placed a third time, the lead dislodged again when connecting it to the cardiac resynchronization therapy defibrillator (crt-d). It was thought that the cause of the lead dislodgements was due to insufficient fixation in the right atrial appendage during implantation and the patient right atrial morphological abnormalities. It was noted that an attempt was made to connect the atrial lead connector to the device, but the setscrew would not rotate. It was noted that the lead was reinserted, but the lead could not be fixated due to the setscrew falling out. It was thought that the cause of the setscrew falling out was due to it being rotated more than necessary when removing the atrial lead connector during the procedure. The physician determined that placement of the ra lead in the right atrial appendage would be difficult, so the lead was replaced with a his bundle lead and placement was performed in the atrial septum using the first screw-in. An attempt was made to connect the his bundle lead to the device, but it was determined that there was a high possibility that the setscrew would dislodge again. After removing the grommet, it was confirmed that the setscrew had fallen out of the screw hole. The device was replaced, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.